Event description:
Reporter alleged she obtained the results of 400 mg/dl and 100 mg/dl within 10 minutes on the compact plus system when she was feeling dizzy and hypoglycemic. Reporter stated that she went to a drug store, which took more than 10 minutes, and they obtained a result of 45 mg/dl on their system. Reporter stated her mother then treated her with candy, which she would not have been able to do for herself. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
Reporter alleged she obtained the results of 400 mg/dl and hypoglycemic. Reporter stated that she went to cvs, which took more than 10 minutes, and they obtained a result of 45 mg/dl on their system. Reporter stated her mother then treated her with candy, which she would not have been able to do for herself. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.